Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zheng t, liu d, chu z, luo y, lu q, zhang b, liu p. Effect of lower limb alignment on outcome after lateral unicompartmental knee arthroplasty: a retrospective study. Bmc musculoskelet disord. 2024 jan 20;25(1):82. Doi: 10.1186/s12891-024-07208-4. Pmid: 38245762; pmcid: pmc10799503. Objective/methods/study data: the objective of this retrospective study was to investigate the correlation between lower limb alignment and patient outcomes after lateral unicompartmental knee arthroplasty (luka). Between august 2018 and august 2022, a total of 49 patients (51 lateral ukas) were included in the study. Of these patients, two underwent bilateral lateral ukas at the same time. All patients underwent fixed-bearing lateral ukas (depuy sigma high-performance partial knee) using a standardized surgical protocol through the lateral parapatellar approach. The follow-up period was an average of 27 months (13 to 60 months). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes sigma. Adverse event(s) and provided interventions possibly associated with unk knee tibial tray sigma fb (qty 34): -10 patients who had postoperative varus (=-3°) alignment had the worst outcomes [lower american knee society (aks) score]. No intervention was noted. -24 patients had postoperative valgus (=3°) alignment. No intervention was noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.